Event description:
In 2008, the patient reported that she receives an e10 (cartridge) error every time she attempts to reset the infusion device to 315 units. In an attempt to clear the error, she changed the battery. She is using the correct battery type. To troubleshoot the patient was instructed to remove the insulin cartridge from the infusion device and to go to the "change cartridge menu." She stated that the infusion device was returning the piston rod but the piston rod was already fully retracted. She stated that the infusion device was making a sound she was not used to hearing and the piston rod was not moving or spinning. She then received an e10 error. She stated that she experienced a similar issue 2-3 weeks ago, and was able to clear the error by changing the battery. She stated that the infusion device has not been dropped but she does see a "couple of drops of insulin" at the bottom of the cartridge compartment. No physiological effects were reported. The patient stated that she would switch to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.